Event description:
Additional information received reported the patient never underwent an additional revision surgery. The issue had resolved itself by (B)(6) 2015. To this day they are unsure of what caused the patient's issues. Even after the pump was turned down the patient still did not recover for a few more days after that. No pump programming error was made. The patient was hospitalized as a result of the issues that the patient presented to the emergency room with on (B)(6) 2015. The patient was not released until (B)(6) 2015. No further information was provided. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient¿s 20 ¿mg¿ pump was replaced due to normal battery depletion and he was implanted with the new 40 ¿mg¿ bigger pump and catheter on (B)(6) 2015 and discharged that same day. The medication the patient had in the pump that was replaced was fentanyl, morphine and bupivacaine. The patient was currently on 24 medications for other reasons, but he would only take his heart medications because it was the smallest and if he took more he felt like he would throw-up. The patient was given fentanyl but it was unknown if that was through the pump or given through the IV. The patient presented to the emergency room with a myriad of symptoms. The patient became ill with nausea, lightheadedness, dizziness, sweating/diaphoresis, and then back and forth between freezing and ¿shivering to death¿ but he did not have a fever, having problems with diarrhea, and withdrawal was suspected. It was also reported that he experienced underdose symptoms, the return of pain symptoms, increased pain, back pain with gradual onset, headache, less than 50% therapy relief. The patient was at the hospital to keep checking him for other things to find out what is wrong with him. The reporter has asked for a pump check but the health care providers kept saying they did not think it was the pump and kept testing for other things. Reportedly, the patient was not getting any better. The patient believed the new pump was not functioning. The logs were checked and the patient was to possibly have a dye study. The issue was not resolved and the cause was unknown. The patient¿s status at the initial time of the event was not known. This new device system reportedly also delivered morphine, fentanyl, and bupivacaine. It was further provided that they turned this pump down when it was implanted. There was report that the pump was operating properly. However, it was unclear if this was the current pump or the pump that was replaced. The logs were read on (B)(6) 2015 and nothing ¿out of the norm¿ was noted. The patient had nausea but it was unknown if this was related to the drug effects. The patient came into the office on (B)(6) 2015 and was doing much better but was still experiencing nausea and the reason was unknown. The patient rates the pain as a 3 out of 10. Additional information was requested to clarify the cause of the event, the resolution, details provided, and products involved. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product .ID: 8711, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: accessory. (B)(4).